Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: investigation revealed a crack in the battery compartment. Additionally, the battery cap and cartridge cap threads were stripped and there was a chip in the cartridge compartment.